Event description:
A home pt contacted baxter's technical service center for assistance regarding a system error 2240 alarm received during drain 1 of their automated peritoneal dialysis therapy. Reportedly, the alarm woke up the pt, at which point they noted the pt line being disconnected from their transfer set. Per the home pt they were unsure whether they disconnected themselves in their sleep, or whether the pt line became disconnected on its own. Per the home pt, after noting the disconnect, they reconnected themselves to the setup. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt.